Event description:
It was reported that there were two spikes to high impedance levels on the svc (superior vena cava) defibrillation coil. The svc coil was turned off, a chest x-ray was performed, and a dft (defibrillation threshold) test was scheduled. The remainder of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).